Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090411) on 31-oct-2019. The most recent information was received on 14-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus./ right coil was not in my tube or uterus but imbedded in my abdominal wall') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil, magnesium, potassium, propolis and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus."), hair growth abnormal ("odd hair growth"), fatigue ("fatigue"), alopecia ("hair loss/ massive hair loss"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), disturbance in attention ("trouble concentrating"), memory impairment ("serious memory issue"), myalgia ("muscle ache"), arthralgia ("joint ache"), cyst ("cysts"), rash ("rashes"), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("spotting throughout the month"), menstrual disorder ("changes in menses"), acne cystic ("cystic acne"), acne ("back acne"), abdominal pain lower ("lower abdominal pain constantly/sharp jabbing pains on the right side"), back pain ("lower back pain"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), visual impairment ("vision problems") and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, device expulsion, hair growth abnormal, fatigue, alopecia, ovulation pain, feeling abnormal, disturbance in attention, myalgia, arthralgia, cyst, uterine leiomyoma, rash, coital bleeding, vaginal haemorrhage, menstrual disorder, abdominal pain lower, paraesthesia, hypoaesthesia and dyspareunia outcome was unknown, the memory impairment, acne cystic and visual impairment was resolving and the acne and back pain had resolved. The reporter considered abdominal pain lower, acne, acne cystic, alopecia, arthralgia, back pain, coital bleeding, cyst, device dislocation, device expulsion, disturbance in attention, dyspareunia, fatigue, feeling abnormal, hair growth abnormal, hypoaesthesia, memory impairment, menstrual disorder, myalgia, ovulation pain, paraesthesia, rash, uterine leiomyoma, vaginal haemorrhage and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2007: leakage of the dye on right side; in (B)(6) 2008: right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090411) on 31-oct-2019. The most recent information was received on 14-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus') and device dislocation ('right coil found imbedded in my abdominal wall during surgery') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil, magnesium, potassium, propolis and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion ("right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus"), hair growth abnormal ("odd hair growth"), fatigue ("fatigue"), alopecia ("hair loss/ massive hair loss"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), disturbance in attention ("trouble concentrating"), memory impairment ("serious memory issue"), myalgia ("muscle ache"), arthralgia ("joint ache"), cyst ("cysts"), rash ("rashes"), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("spotting thorughout the month"), menstrual disorder ("changes in menses"), acne cystic ("cystic acne"), acne ("back acne"), abdominal pain lower ("lower abdominal pain constantly/sharp jabbing pains on the right side"), back pain ("lower back pain"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), visual impairment ("vision problems") and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, device dislocation, device expulsion, hair growth abnormal, fatigue, alopecia, ovulation pain, feeling abnormal, disturbance in attention, myalgia, arthralgia, cyst, uterine leiomyoma, rash, coital bleeding, vaginal haemorrhage, menstrual disorder, abdominal pain lower, paraesthesia, hypoaesthesia and dyspareunia outcome was unknown, the memory impairment, acne cystic and visual impairment was resolving and the acne and back pain had resolved. The reporter considered abdominal pain lower, acne, acne cystic, alopecia, arthralgia, back pain, coital bleeding, cyst, device dislocation, device expulsion, disturbance in attention, dyspareunia, embedded device, fatigue, feeling abnormal, hair growth abnormal, hypoaesthesia, memory impairment, menstrual disorder, myalgia, ovulation pain, paraesthesia, rash, uterine leiomyoma, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: six months post implantation, I had another hsg scan. The right coil had "fallen out of the tube and was imbedded in the soft tissue of my uterus". It took me years and many trips to the dr, before I realized what was causing the problems. I had a total hysterectomy leaving ovaries to have the devices removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: leakage of the dye on right side; in (B)(6) 2008: right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the reported event was split into ¿right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus¿ and code to llt: partial expulsion of device + llt: embedded device and ¿right coil found imbedded in my abdominal wall¿ ¿ llt: device dislocation into abdominal cavity. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090411) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus./ right coil was not in my tube or uterus but imbedded in my abdominal wall') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil, magnesium, potassium, propolis and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus."), hair growth abnormal ("odd hair growth"), fatigue ("fatigue"), alopecia ("hair loss/ massive hair loss"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), disturbance in attention ("trouble concentrating"), memory impairment ("serious memory issue"), myalgia ("muscle ache"), arthralgia ("joint ache"), cyst ("cysts"), rash ("rashes"), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("spotting throughout the month"), menstrual disorder ("changes in menses"), acne cystic ("cystic acne"), acne ("back acne"), abdominal pain lower ("lower abdominal pain constantly/sharp jabbing pains on the right side"), back pain ("lower back pain"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), visual impairment ("vision problems") and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, hair growth abnormal, fatigue, alopecia, ovulation pain, feeling abnormal, disturbance in attention, myalgia, arthralgia, cyst, uterine leiomyoma, rash, coital bleeding, vaginal haemorrhage, menstrual disorder, abdominal pain lower, paraesthesia, hypoaesthesia and dyspareunia outcome was unknown, the memory impairment, acne cystic and visual impairment was resolving and the acne and back pain had resolved. The reporter considered abdominal pain lower, acne, acne cystic, alopecia, arthralgia, back pain, coital bleeding, cyst, device expulsion, disturbance in attention, dyspareunia, embedded device, fatigue, feeling abnormal, hair growth abnormal, hypoaesthesia, memory impairment, menstrual disorder, myalgia, ovulation pain, paraesthesia, rash, uterine leiomyoma, vaginal haemorrhage and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: leakage of the dye on right side; in (B)(6) 2008: right coil had fallen out of the tube and was imbedded in the soft tissue of my uterus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.